Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. A partial lead with the lead tip measuring 44.1cm was returned for analysis. External insulation abrasion was noted at 12.5-13.0cm from the distal tip, consistent with lead friction to another device or feature of the anatomy of the patient. External insulation abrasion was noted at 43.0-43.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 11.1-11.3cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 6.7-6.8cm from the distal tip. The etfe coating was abraded at this location. (B)(4).